Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's ipg flipped in the pocket following weight loss, and the patient was unable to enter their device into MRI mode due to high impedances on bilateral leads. Patient experienced ineffective therapy as well. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.